Manufacturer narrative:
Evaluation revealed the nhs to be the subject product. No further associated products are reported. Review of the device history records of the nhs revealed no conspicuities; the items were documented as faultless prior to distribution. Dimensional examination revealed no deviations in the relevant undamaged areas. The appearance/structure of the breakage surface and the course of the breakage line suggest that the returned product broke in a brittle forced fracture due to bending overload. As the hardness of the material was within specified tolerances material faults are excluded. An insufficiently inserted thread [form fit is required] can contribute to such a kind of breakage. If the thread is not completely inserted [loose fit] it is possible that a single hit on the screw's top can separate the not-engaged affected area. Additionally, a loose fit increases the lever arm in case of bending. Each instrument will inevitably suffer from long and frequent use. As the nhs had been in use for a very long time [manufactured in 2001], we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. It could not be excluded that the device was pre-damaged in former surgeries. Instructions for cleaning, sterilization, inspection and maintenance (l24002000) inform among others: ¿note: stryker osteosynthesis usually does not define the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ based on the above observations, the root cause of the reported event is not linked to a deficiency of the device, but is rather considered user related. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During screwing in the nail holding screw into the tibia nail, the screw turned off. The threaded part stuck in the nail. Surgical delay of 60min. Not longer. No other consequences reported.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During screwing in the nail holding screw into the tibia nail, the screw turned off. The threaded part stuck in the nail. Surgical delay of 60min. Not longer. No other consequences reported.